Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular aneurysm located in anterior communicating artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported the coil was advanced was successfully into the aneurysm, however, when tried to detach, it did not detach. It reported the physician tried to detach the coil four time with first instant detacher, three times with second instant detacher and one time with manual method. The coil was removed from the patient. Replaced same model of the coil and procedure completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, implant coil was in good condition and still attached to the pushwire. The instant detachers were not returned as they were discarded. The axium pushwire was found broken on its proximal end without the release wire extending out. The proximal end of the pushwire containing the tack weld replacement (twr) crimps was not returned. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). In addition, the pushwire was found to be bent at several locations from the proximal end. Under the microscope, the outer jacket was found damaged, the shield coil was found present. The outer jacket was removed. A portion of the coin and the appearance of blood was found in the skive area. During evaluation, the implant coil was pulled out from the distal tip of the pushwire with difficulty. Without returning the proximal pushwire tip containing the tack weld replacement (twr) crimps, the proximal portion of the release wire (coin), and the instant detachers, any contributing factors from these could not be assessed. It is likely that the break in the coin led to the reported event. The break in the coin prevented the coin from completely pulling back from the lumen stop; however, the cause for the break in the coin could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.